Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned ram dump from 28-jun-2018 and additional device data from 3-jan-2019 have been analyzed. The analysis confirmed the clinical observation, which resulted from a slightly elevated current consumption of the device since 28-jun-2018. Despite this observation, the available data did not show further anomalies. Based on the information available for analysis, the root cause of the slightly elevated current consumption was not determinable. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed that the clinical observation resulted from a slightly elevated current consumption of the device. However, the root cause was not determinable from the information available for analysis. Should further relevant information become available for analysis, this investigation will be updated accordingly.

Event description:
Upon interrogation on (B)(6) 2018, this device gave an error of: elevated power consumption. All device settings and device testing was normal. The device remained implanted. The patient came in for another followup on (B)(6)/2019 where the error message came up again. Everything tested normal again and the data from the device was sent in for analysis. This device continued to remain implanted. On (B)(6) 2020 this device was explanted due to eri.